Manufacturer narrative:
It was later discovered to be caused by a dual hard drive failure and the device will be sent in for repair to resolve the issue. The device was not in use on patients at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down due to a power outage and would not boot back up.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down due to a power outage and would not boot back up.

Manufacturer narrative:
H10: additional narrative: on (B)(4) 2018, bme (B)(4) at (B)(4) hospital reported a power outage and the cns-6201a (pu-621ra sn: (B)(6) was not turning on. The hard disk drives (hdds). The cns was not monitoring patients during the downtime; the cns was in the shop at time. Service requested repair. Service performed: unit was cleaned and under evaluation. We also visual inspected the labels that matched with the unit. The reported problem "power outage cns did not turning on" was duplicated. We connected and turned on, the cns did not boot up to the window. We replaced both hard drives, cns was booted up. Re-tested the cns by setting up and monitored with the bedside, issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea unit has been retested in extended test times and completed all steps in the maintenance check sheet per the service manual. The unit completed in 2 days of extended testing times and operates to manufacturer's specification. Investigation result: the device was put into service on 01/22/2014, which is over 4 years prior to the reported issue. A review of device history found no previously reported complaints with the unit. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. There was a reported power outage for the cns. This can contribute to degradation of the hdd. Information on if there was a ups connected to the cns was not provided. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's internal maintenance information on this device is not available. The combination of power issues, age of the unit/hdd, and possible lack of ups is likely to have contributed to the hdd failure. Possible root cause is user error in lack of proper set up and maintenance. Issue was resolved by replacing the hdd's. The repaired unit was returned to the customer on 11/30/18 and there were no further reported issues for the unit. Based on the given information, this issue is not suspected to be caused by deficient design. Additional information: b4. Date of this report. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Corrected data: f7: type of report. G7: type of report. H2: if follow-up, what type (correction or additional or both). H6: even problem and evaluation codes. Additional information: h10: manufacture narrative: details of the complaint: on (B)(6)18, (B)(6) hospital reported a power outage and the cns was not turning on. The hard disk drives (hdds). The cns was not monitoring patients during the downtime; the cns was in the shop at time. Service requested: repair service performed: the unit was returned and evaluation confirmed the cns was not turning on. Hard disk drives (hdds) were replaced to resolve the issue. The unit was tested per maintenance check sheet in service manual and was returned to the customer. No further reported issues with the unit. Investigation result: the root cause is determined to be a defective hdd. From the device information provided, the unit has been in service since 2014, which is over 4 years at time of reported issue. Failure of the hdd is likely due to wear and tear as over time, age and use increases the likelihood of failing parts. Contributing factors include damage from physical abuse or power issues. Customer reported power outage which may have contributed to failure of the hdds. Failure and replacement of the hdd is addressed in the cns service manual. The device was not in use on a patient and there was no reported patient harm. The issue was able to be resolved by replacing the defective part and there is no indication of improper/inadequate device design. As of (B)(6) 19, there were no further issues reported with the unit.